Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: n660747003, implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 24-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider via a distributer regarding a patient who was receiving gabalon of an unknown concentration at a daily dose rate of 12 mg via an implantable pump for multiple sclerosis. It was reported that the pump was implanted on (B)(6) 2017 and there was no volatility abnormality (volume discrepancy) at a pump refill performed in february of 2021. However, volatility abnormalities occurred during refills in (B)(6). There was a suspicion of pump operability malfunction. In (B)(6) of 2021, the remaining amount of drug in pump 14ml / 18ml. At that time, there were no adverse events for the patient. It was further noted that it was not possible to aspirate drug via the catheter access port regarding a contrast examination. Neither a catheter x-ray nor rotor test was performed. The date (B)(6) 2021 is considered an approximate date of event (specific month and year known only). In (B)(6) of 2021, the remaining amount of drug in pump was 18ml / 18ml. At that time there was no adverse event for the patient. Due to suspicion of pump operability failure, a pump and catheter replacement surgery was performed on (B)(6) 2021 and a kink in the catheter was observed on the pump side. There was no apparent abnormality observed with the pump. As a result of the total system replacement (pump and catheter), it was presumed that the cause was a catheter kink of the pump side, but the doctor requested to analyze the operability of the pump just in case. Causality with regard to the drug and programmer was indicated as none. It was unknown if the issue was related to catheter, pump or surgical procedure. Outcome of the event was unrecovered. Analysis of the pump for operability problems was requested. Additional information was received from a healthcare provider via a distributer on (B)(6) 2021. Regarding the previously reported volatility abnormalities, it was clarified that in (B)(6) the actual amount of drug solution aspirated from the pump was 14 ml and the previous filling amount was 18 ml. It was further clarified that the actual aspirated amount of drug solution in (B)(6) was 18 ml and the previous filling amount was 18 ml.

Manufacturer narrative:
H3: analysis of the pump revealed a failed lab dispense test that was above specification. During dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during one of two tests. A partial catheter was returned to the manufacturer. Analysis of the catheter revealed a non-significant finding regarding damage / coring in the seal of the sutureless connector. The coring/tears/cuts in the seal did not result in a leak during the in-line pressure leak test or affect the performance of the catheter. H6: the results code c07 / 180 and conclusion code d15 / 4315 pertain to the pump. The results code c19 / 213 conclusion code d12 / 22 pertain to the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# n660747003 implanted: (B)(6) 2017 explanted: (B)(6) 2021 product type catheter d9-10, h6: updated to reflect device receipt on 2021-aug-03. Interrogation of the pump determined it was used to infuse gabalon 50 mcg/ml at 12.006 mcg/day. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot# n660747003, implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: catheter. B5: updated to reflect information received on 2021-aug-03. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributer on 2021-aug-03. It was reported that the event was resolved.